Event description:
It was reported that the patient had a skin issue. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.